Manufacturer narrative:
Findings: pump received with broken battery tube threads, broken battery cap and cracked reservoir tube lip. The test battery cap set and battery does not lock into place due to battery tube threads damage.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 176 mg/dl. The customer treated blood glucose with injection pump. The customer stated that there is no longer has most of the treading on the battery cap area and started flaking off. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer was advised to continue wear the pump until replacement arrives.